Event description:
It was reported that pump displayed malfunction message in tandem source indicating malfunction on pump, with malfunction code 12 and associated fault ID. There was no adverse impact to the customer's blood glucose level. Customer contacted support, reset pump with guidance from technical support, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction message appeared again.